Event description:
The pt was a multiple trauma patient. The physician placed the coaxial introducer sheath system over the wire and removed the wire. Physician then hooked up a power injector to the dilator and did an injection. This resulted in a dissection of the ivc. The physician then checked for blood flow back, there was none. He then attempted to advance wire guide and could not advance. The coaxial introducer system was then pulled out and pressure was held. The pt underwent a cat scan which showed evidence of contrast outside the ivc. However there was no change in blood pressure or vitals. A decision was made to place another filter at a later time.